Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol ventrio st and phasix plug and patch on (B)(6) 2019 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient as diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of bard flat mesh (right - device 1, left ¿ device 2). Per op notes, ¿on right groin, a large hernia sac was identified. Repair was performed utilizing bard flat mesh (device 1) in a lichtenstein type repair. The mesh was trimmed to oval shape and secured to pubic tubercle. On left side, a moderate sized direct inguinal hernia was noted. A bard flat mesh (device 2) was placed and secured to defect using sutures.¿ (B)(6) 2020 -patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of phasix plug and patch (device 3) and ventrio st mesh (device 4). Per op notes, ¿a defect was noted along the lateral aspect of cord structures through the deep ring. A medium phasix plug (device 3) was placed into defect along lateral deep ring. A preperitoneal pocket was created from pubic tubercle and a ventrio st mesh (device 4) was placed to repair posterior aspect and secured using sutures.¿ (note: there was no mention/visualization of previously placed mesh (device 1) in this procedure).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2019) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6a, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard/davol ventrio st and phasix plug and patch on (B)(6) 2019 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.